Manufacturer narrative:
Date infection began is not known. Additional product codes: mni, mnh, kwq. (B)(4). Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with one (1) cervical spine locking plate, four (4) 4.0mm cortex expansion head screws, and four (4) 1.8mm locking screws at c6-c7 during an anterior cervical discectomy and fusion with removal of large herniated disc left c6-c7 on (B)(6) 2006. Patient also underwent a left ilia crest bone graft. Patient reports a possible allergic reaction to the implants. Devices remain implanted. Patient is schedule for visit with an allergist on (B)(6) 2017. This report is for one (1) 4.0mm cortex expansion head screw 14mm. This is report 3 of 9 for (B)(4).